Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported no improvements with symptoms, and they had already turned up amplitude. The patient also reported that therapy was working great and on (B)(6) she was going to the bathroom and today going again. The patient noted she tried to adjust setting, but she is not sure what happened. The patient does not feel stimulation. The therapy is on. The patient increase from program 3 at 0.4 v to 0.5 v on program 3 and she is feeling the fluttering. The patient noted she has an appointment with her healthcare professional (hcp) next week. The patient called back the next day and reported she is still having a continuation of urinary symptoms (urge to go to bathroom). The patient was now on 0.7 v on program 3. The patient noted she has gone back on blood thinners and was peeling all over the place. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.